Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 460 mg/dl. The customer stated he changed the set again this morning and took 8 units of insulin but blood glucose is still over 400 mg/dl. The customer high blood glucose was treated with pump. The customer perform troubleshooting and advised to call back when tubing clamp received to perform high pressure test to confirm pump can detect occlusion. The customer reported via phone call indicating that they had excessive no delivery alarm. Customer's blood glucose at time of incident was 460 mg/dl. The customer reported the alarm was resolved by a infusion set change. The customer was unable to troubleshoot because of past events. The customer was advised that we are sending 4 replacement sets.